Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3 of the initial report. See b3 for further details. Correction to g2 of the initial report. "Health professional should not have been selected as a report source. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. The customer provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: >100cfu. Bacterial identification: enterobacter cloacae complex. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: unknown. Bacterial identification: enterobacter cloacae complex. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 7cfu. Bacterial identification: enterobacter cloacae complex. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 1cfu. Bacterial identification: acinetobacter sp. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 12cfu. Bacterial identification: pseudomonas aeruginosa. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1. Bacterial identification: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.